Event description:
It was reported during an implant procedure on (B)(6) 2022, the implantable cardioverter defibrillator (ICD) presented with an atrial port connection problem and high pacing impedance. The ICD was replaced within the same operation. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported events of impedance anomaly and header insertion anomaly could not be confirmed. Test leads were able to be inserted and secured properly into the header. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.